Event description:
Information received indicates fluid in the left and right side rails.

Manufacturer narrative:
The technician dried and cleaned the left side rail, and replaced the right side rail to repair the bed.